Event description:
The pt reported she has a loss of efficacy from her interstim device and that when she lays down or turns to her left side she feels tingling and burning sensations in her vaginal area. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.